Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5061022, UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to loss of stimulation. No further information has been obtained.